Event description:
<P>a pump reported an altitude alarm that led to the suspension of insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant adverse impact. Technical support guided the customer to clean the pump's speaker holes and reconnect the cartridge, successfully resuming insulin delivery and resolving the alarm. The pump returned to normal operation, and the customer received additional tips to prevent future altitude alarms.